Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 1210970. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd q-syte ext set leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, the child needed rehydration treatment due to his condition. At 13:00, intravenous infusion was given and a needleless sealed infusion connector was connected. When inspecting the patient at 13:30, the bed unit was found to be damp. After investigation, it was found that the needleless sealed infusion connector was if there is water leakage, replace the connector with a new one.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.